Event description:
It was originally reported that the patient experienced a shocking or jolting sensation. The company representative confirmed that there was no report of a shocking or jolting sensation. The patient felt no stimulation on multiple electrode combinations at high amplitudes. Impedance measurements were normal. The stimulation stopped working after the patient underwent an MRI. The issue has not been resolved yet. The patient was not feeling stimulation. Additional information has been requested.

Manufacturer narrative:
Lead model 3093, lot# v705291, implanted 2011-(B)(6); programmer model 3037, lot# njd133009n.